Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported: when a anesthesiologist had tested the tube's cuff, he found the air leaked from the ballooned tracheal tube. Customer confirmed that fault was identified during pretesting efforts. No patient involvement.

Manufacturer narrative:
(B)(4). Visual examination on sample received showed there was air contained in both the bronchial and tracheal cuff. The returned unit was then leak tested under water, an air leak observed coming from the tracheal cuff body. The customer reported failure was confirmed. Manufacturing controls are in place to detect related defects and reduce the potential for occurrence during the manufacturing process. Information of this nature is included in our database and monitored through trending.